Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Manufacturer's investigation conclusion: the reported event of a display screen issue was unconfirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. There were no log files submitted for this event. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary system controller had a display screen issue on (B)(6) 2024. There was no information on the display and only a bright blue screen was shown. The primary system controller was attempted to be exchanged to the backup system controller by the clinician on (B)(6) 2024, but the driveline was not able to fully engage. It was stated by the clinician that the controller would not allow the driveline to be inserted into it. Although it was stated that this delayed the pump restarting, it was confirmed that there was no effect on the patient. Upon changing to a different system controller, parameters were able to be seen once again on the display screen and the issue was resolved. Troubleshooting was performed on the backup controller and a "demonstration" driveline was used in attempt to insert it into the system controller but again it was unable to connect. The affected system controller was never used on the patient, and its visual inspection was unremarkable. Related manufacturer reference number: 2916596-2024-01738 (backup system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.